Event description:
Report rec'd from (B)(6) stating that the device came apart. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by (B)(4). The invesigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).